Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the pacemaker failed to sense; there was no sensed p wave activity. The patient¿s chart was consulted, and it was discovered that at the time of implant the patient had a junctional rhythm and the implanting surgeon noted a ¿quiet¿ atrium with intrinsic atrial activity. Upon discovery of this information it made sense that with ddd programming and current atrial sensitivity settings, was the reason why there was no p wave activity. The physician stated that the atrium was criss crossed with scar and the signal from the sa node takes a long time to reach the atrial lead. Programming changes were discussed. No intervention was performed. The patient was in stable condition.